Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned with its original pouch. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The device has the distal section end bent, stretched and peeled. The dowel test couldn't be performed due to the device condition, since the peeled section is located in the distal section stretched. The dimensions that could be measured were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on returned device analysis completed 27 february 2017. It was reported that during a tavi intervention there was difficulty advancing a device over the amplatz super stiff¿ wire. No patient complications were reported and the patient status is fine. However returned device analysis revealed peeling coating.